Event description:
Caller reported a cartridge alarm 30 occurring on consecutive days, starting 11/13/2025. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, technical support provided a replacement pump and six cartridges, instructed the caller on necessary steps, and confirmed shipping details for the replacement device. The caller was also advised to switch to multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.